Manufacturer narrative:
H3) the interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that a connector on the cable was dented that prevented functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: continuation of concomitant medical products: pn: bi30000443 ln/sn: rev. 2: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the cable chain was replaced. The dose measurement could not be finished due to the system giving an error when the tube got around 50% heat. They removed the gantry cable chain. Troubleshooting was performed and they check the connection of the starter cable, connection tube and tank candles making sure that there was enough grease applied to them. Then they measured the kv connection on the controller. Then they noticed a rattling coming from the tube when it was spun. They replaced the tube and put the cable chain back in the system. They greased the tube, performed a tube burn test and calibration. All tests passed. A system checkout was performed and the system was working as intended. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while performing 2d fluoro on max dose and the hu was less than 60% high fluoro was interrupted, the same also happened on standard 2d. During a 3d spin after having performed a couple of spins the same issue occurred, the spin was interrupted. Then there was an error 13 and error 12 appearing on the generator. Troubleshooting occurred and they found out that the hv tank cable had a crack. No patient was present at the time of the event.